Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was confirmed the system was found to freezing with intermittent accuracy loss. The computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), a two centimeter imprecision was observed while navigating. It was reported that the site re-registered the patient and continued with the procedure. Additionally, it was noted that the navigation system would become unresponsive to prompts from the user and required a restart. There was no reported impact on patient outcome.